Manufacturer narrative:
Device history record review was completed on the reported lot v1p183. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. No samples were returned for investigation due to which a root cause could not be determined. Cardinal will continue to monitor complaint trends for this product.

Event description:
Customer reported that while activating a hot pack, the bag popped open and the contents landed on staff member¿s skin and scrubs. Contents was washed off with soap and water per the package instructions. After 15 minutes following the event, staff member¿s arms, where the contents landed, became itchy and only minorly resolved when re-washed. No serious injury was reported. No further information was provided. Report filed for risk.